Event description:
Valiant and endurant stent graft system were implanted in a patient for the endovascular treatment of a greater than 200 mm length dissection when the patient presented emergently. It was reported that the patient had a previous chronic taa dissection with arch de-branch and was treated previously with another manufacturer's device. The patient presented with chest pain and valiant devices were used to reline the other manufacturer's device from the celiac to the level of the ascending arch. A 34/30 valiant was placed just above the celiac and then bridged with a valiant 46/42/150. Post taa implant there was no retrograde filling was seen and procedure was done. The patient then complained of more chest pain and the physician stated the CT showed false lumen enlargement from 9cm to 10cm and larger fenestrations seen at the renals and needs to do visceral and renal de-branch surgery immediately and then extend from distal end of the valiant stent graft with a 36 mm bifurcated stent graft and limbs. The fenestration at the renals was the cause of the filling in the false lumen because it was distal to where the valiant stent graft landed distally and this was not a new issue. After open de-branch was done a 36 mm endurant bifurcated stent graft was deployed and had difficulty getting to contralateral gate. Up and over technique was done without any success and it was seen on angiogram that ipsilateral limb had jailed distal aorta due to very small true lumen diameter and there was minimal flow to the right common and the de-branch grafts anastomosis and the external iliac was getting very little flow. A direct stick to the aorta was done and wire was placed into the ipsilateral limb followed by implant of a limb extension without any problems. Last angiogram showed clot throughout the right bypasses to the visceral vessels and renal. Attempted to de-clot without success and the patient expired 2-3 hours later.

Manufacturer narrative:
Product analysis results are: the exact cause of the bifur ipsi limb being compressed by the true lumen leading to cannulation difficulties and clot throughout the right bypasses to the visceral and renal arteries which resulted in the patient death could not be conclusively determined from the pre-implant films provided. Films during implant of the valiant and endurant stent grafts were not provided. From the pre-implant films, it was observed that the patient had a thoracic stent graft system from another manufacturer implanted. A possible entry tear was seen just distal to the last stent graft. The true lumen diameter at the level of the renals measured 10 mm and narrowed down to 7 mm at the level of the distal aortic bifurcation. The infrarenal aorta was highly angulated, measured ~ 100 deg r-l, relative to the bifurcation. It is possible that implanting the endurant bifur inside of a small true lumen and/or highly angulated aorta (off label) may have contributed to the events. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.